Event description:
During cement stem insertion, the patient developed hypotension after cementation and went into cardiac arrest. After cardiac massage and other measures to restore heartbeat, the patient was transferred to the ICU. The surgery wasn't completed. It was later discovered that the patient had died. The date of death is unknown.

Manufacturer narrative:
An event regarding bone cement implantation syndrome (bcis) involving simplex cement mix was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate twin-packs were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that during cement stem insertion, the patient developed hypotension after cementation and went into cardiac arrest. After cardiac massage and other measures to restore heartbeat, the patient was transferred to the ICU. The patient died on an unknown date. The exact cause of the event could not be determined because insufficient information was provided. Further information such as the operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.